Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic bariatric surgery, the stapler was placed on the antrum portion of the stomach after mobilization. After tissue manipulation, the doctor closed the trigger and activated firing mode. During firing, the knife blade moved about 15 mm and stopped. The staple line was incomplete proximally. The doctor needed to unlock the stapler and removed the misfired cartridge. The doctor used another articulating stapler green cartridge, but the result was the same. There was tissue damage. The patient had an extra tissue loss due to the failure of cartridges for two times. The surgical time was extended by more than 30 minutes due to the product problem. The event led to extend the patient¿s hospitalization for 1 to 2 days for examination of leakage from staple line. They used other manufacturer¿s product to complete the surgery.